Manufacturer narrative:
Corrected e1: initial reporter first name from (B)(6). Corrected e1: initial reporter last name from (B)(6). Corrected e1: initial reporter facility name from (B)(6) health system to (B)(6) med ctr. Corrected e1: initial reporter address (B)(6). Corrected e3: occupation from other health care professional to physician. Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the guidewire does not have visual defects. Dimensional inspection revealed that the device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. The components were within specifications. Microscopic inspection revealed that the guidewire does not have visual defects.

Event description:
It was reported that the tip of the wire had an unusual coating. A 180x25cm fathom -16 guidewire was selected for use. During the course of the procedure, it was noted that the tip of wire has an unusual coating. No patient complications were reported. It was further reported that the hydrophilic tip had a few irregular bumps that can be felt and would not pass through a microcatheter easily. The physician was unsure if it was the coating but it was on the first 10cm of the hydrophilic tip. The device was removed prior to coming into contact with the patient and the procedure was completed with another of same device.

Event description:
It was reported that the tip of the wire had an unusual coating. A 180x25cm fathom -16 guidewire was selected for use. During the course of the procedure, it was noted that the tip of wire has an unusual coating. No patient complications were reported.